Event description:
The patient reported a shocking sensation when using one of their transmitter assemblies. The programs on the transmitter assembly were changed and the patient has been using their other transmitter. No further issues of shocking sensations have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The transmitter assembly associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. After fully charging the battery, the unit operated for 25 hours and 10 minutes on the active setting at maximum power index. The stimulator is used to treat pain. The cause of the shocking sensations is due to programming parameters as the issue was resolved after changing the programs on the transmitter assembly (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.